Event description:
Pt reported sensation of plastic taste in back of throat immediately after tubing connection. Three additional reports from pts (since then) of the same sensation. Samples of product log# available.